Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer encountered a message on the system stating that the universal surgical manipulator (usm) 3 insertion was not free to move. The live logs were not available at the time. The customer stated the usm 3 was initially working until the message appeared. The surgeon undocked the usm 3 and completed the procedure robotically. The customer called back at the end of procedure to troubleshoot further. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to power cycle the system, perform an emergency power off and to turn down the circuit breaker on the patient side cart (psc). The system powered and homed, however, the usm 3 not free to move message would not clear. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed they abandoned usm 3 and completed the case as a three-arm procedure. Before that, the customer tried changing out the vessel sealer extend (vse) instrument to a needle driver (nd) instrument, and replace the drape, however, the issue persisted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The initial reporter stated arm 3 lights were yellow and the deploy and stow options were unavailable. The customer also mentioned an obstruction message. The fse was able to reproduce the initial complaint and replaced the universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed, and the reported problem was confirmed via the error logs but was not replicated in-house. The unit was tested on an in-house system in normal mode where all tests passed. The unit was also tested on a psc fixture test platform (pftp) where all required tests passed. As a precaution, the insertion ball screw, insertion gearbox, and top and bottom bearings will be replaced.